Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the patient's results. While troubleshooting, fse found a kinked tubing on top of the wash heater assembly. Fse rearranged the kinked tubing to its proper position and resolved the complaint. Fse verified the analyzer by running precision on two levels of quality controls (qc) and the results were near the mean and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. The aia-360, serial number (B)(6). Was installed on 14jul2022. A complaint history review and service history review for similar complaints was performed from installation date 14jul2022 through aware date 07jul2023. There were no other similar complaints identified during this searched period. The st pa analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack pa, the highest concentration of prostate specific antigen measurable without dilution is 100 ng/ml, and the lowest measurable concentration is 0.05 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 50 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 100 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated or decreased psa values. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: ¿ after calibration, two levels of controls are run in order to accept the calibration curve. ¿ the two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). ¿ after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Prostate specific antigen rev-025263-1119 9 standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported discrepant result was due to kinked tubing on top of the wash heater assembly.

Event description:
A customer reported three (3) discrepant patient results for prostate specific antigen (psa) on the aia-360 analyzer. The discrepant results were reported out to the physician who questioned the results and requested the samples to be reran. Sample results provided: patient 1 initial result: 0.54 rerun result: less than 0.05 patient 2 initial result: 1.04 rerun result: less than 0.05 patient 3: no result information provided. Patients were not treated based on the discrepant results. The customer also mention quality control (qc) level 2 has been out of range and once reran it was within range before running psa samples. The customer successfully performed calibration. A field service engineer (fse) was dispatched to further investigation. There is no indication of any patient intervention or adverse health consequences due to the discrepant patient results.